Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient underwent an l4-l5, l5-s1 posterior approach transforaminal lumbar interbody fusion using rhbmp-2/acs on (B)(6)-2007. Post-operatively, patient developed increasingly severe pain. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. The patient developed chronic pain and radiculitis, emotional distress and mental anguish. The patient has undergone multiple revision surgeries to attempt to remove the bone overgrowth. No further information has been provided.

Event description:
It was reported that on (B)(6) 2007, patient presented with following pre-op diagnosis: complex multilevel osteomyelitis/diskitis, status post irrigation and debridement and placement of antibiotic beads; flat back syndrome; multilevel lumbar radiculopathy; osteoporosis; and underwent following procedure: wound exploration with irrigation and debridement of lumbar wound; antibiotic bead removal; bilateral posterior segmental spinal instrumentation t11 through s1; bilateral iliac screw fixation; posterior spinal fusion t11-12, t12-l1, l1-2, l2-3, l3-4, l4-5, l5-s1; removal of anterior interbody spacer l5-s1; bilateral transforaminal lumbar interbody fusion with placement of bilateral interbody spacers and anterior spinal fusion l4-5; bilateral transforaminal lumbar interbody fusion with placement of bilateral interbody spacers and anterior spinal fusion l5-s1; augmentation of interbody fusion with placement of local bone graft and bmp-2 at l5-s1; augmentation of interbody fusion with placement of local bone graft and bmp-2 at l4-5; revision bilateral laminectomy l3-4, l4-5 and l5-s1;revision bilateral foraminotomy l3-4, l4-5 and l5-s1; subtotal corpectomy l4; subtotal copectomy l5; neuromonitoring with somatosensory evoked potentials, pedicle screw stim ulation. Operative findings: osteoporosis; no organism on intra-op cultures. As perop notes: ".. At l5-s1, we were able to place 26 x 14 mm peek interbody spacer on the left side with bmp. We also could place another one on right side each being same height and length. An additional 8 mg was placed anteriorly and in he center of the vertebral body with local bone graft.. At l4-5, we then placed a 30 x 17mm titanium interbody spacer with 6 mg of bmp on the left side and on right side we were able to place 30 x 16mm titanium cage. . The patient tolerated the procedure well.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.